Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 22-jul-2024 and forwarded to millyard advanced medical products, llc on 23-jul-2024. A hospital representative reported that the patient was at the hospital because their pump broke. It is unknown if troubleshooting occurred. The status of the backup pump was not reported. No adverse side effects were reported. Replacement pumps were not ordered. The patient was able to resume remodulin therapy. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.